Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 25.8 mmol/l the day before the call. Customer also reported a no delivery alarm which had since been resolved. Review of the insulin pump's alarm history showed multiple no delivery alarms. Blood glucose level at the time of the call was 3.5 mmol/l. The reservoir was not replaced or returned for analysis.